Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, while the physician was attempting to deploy the first flange, the catheter of the delivery system protruded out the back (proximal end) of the handle, and the stent was partially deployed. The scope was pulled back into the stomach, and the stent was fully deployed in an unintended location in the stomach. The stent was removed from the patient using retrieval forceps, and a second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the hot axios stent was being implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.

Manufacturer narrative:
Block h6: device code 3009 captures the reportable event of stent positioning issue. Block h10: the returned hot axios delivery system was analyzed, and a visual evaluation noted that the stent was not received and the polymide tubing was kinked. The stent deployment hub was returned in step four and the catheter hub was in its original position. The catheter lock was in the unlocked position. The ss pusher hypotube was not protruded out the back end of the handle as reported. A functional evaluation noted that the catheter control hub was advanced and retracted with no resistance. Also, the stent deployment hub was moved with no resistance. No other issues with the device were noted. A labeling review was performed, and from the available information, there was evidence that the device was not used in a manner consistent with the directions for use (dfu)/ product label. Per the dfu, "the hot axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract", however it was reported the axios was attempted to be placed transgastric to the stomach. The reported event of handle break could not be confirmed because the handle was not broken upon return. Furthermore, per product analysis it was confirmed that the ss pusher hypotube was not protruded out the back end of the handle. The device analysis identified polyimide inner kink which could be a result of device manipulation post procedure outside the patient. The reported issue stent positioning issue could not be confirmed since the device cannot be functionally evaluated with respect to procedural factors encountered during the procedure. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction impacts the performance of the axios. Most likely handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its integrity contributing to the failure experienced by the customer. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, while the physician was attempting to deploy the first flange, the catheter of the delivery system protruded out the back (proximal end) of the handle, and the stent was partially deployed. The scope was pulled back into the stomach, and the stent was fully deployed in an unintended location in the stomach. The stent was removed from the patient using retrieval forceps, and a second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the hot axios stent was being implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.